Manufacturer narrative:
Imdrf device code a0406 captures the reportable event of stent buckled material. The returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the bladder coil was buckled/accordion. The suture and positioner was not returned. During the functional test, a use a mandrel of 0,039" passed through the stent successfully and no resistance was felt. During magnification it was observed closely the stent was buckled accordion and the bladder coil tip was torn. The reported event of "stent buckled material" was confirmed. Based on all the information and the device analysis, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. According to the product analysis, the evidence found that the bladder coil was buckled/accordion and the tip was torn, these were problems that could possibly be caused by operational factors, interaction of the device between the positioner and the guide wire while the device was used, such as excess of force applied over the device during the procedure, these conditions could have contributed to the failure. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a laser lithotripsy procedure in the ureter, performed on (B)(6) 2023. During the procedure, the physician noticed that the stent buckled at the end. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.